Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, doctor (B)(6) noticed a sudden rise of the battery impedance and a drop in the expected runtime of the kora250 at fu. The device will be explanted on (B)(6).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted normal battery depletion. The subject device was implanted on (B)(6) and explanted on (B)(6) 2024. It had been implanted for 8 years and 1,5 month. The battery curves from (B)(6) 2024 and (B)(6) 2024 are normal. The time to rrt provided on (B)(6) 2024 is 11 months (minimum: 7 months). Since historical follow-up data from (B)(6) 2024 and (B)(6) 2024 have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 118,3 months. The implantation duration was 97,3 months which is higher than 75% of the estimated overall longevity (75% of 118,3 months = 88,7 months). Based on hrs guidelines, no premature battery depletion occurred. Upon reception, the subject device paces and senses normally. It presents with normal consumption. The electrical tests are normal. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, doctor (B)(6) noticed a sudden rise of the battery impedance and a drop in the expected runtime of the kora250 at fu. The device will be explanted on (B)(6) at (B)(6).